Event description:
The customer reported that the system produced an 'ma on in error' message and failed to allow fluoroscopic exposures, exhibiting a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The tth x-ray tube was evaluated and replaced. The system was tested and found to be working as intended and returned to service.